Manufacturer narrative:
Article citation: kirse, d., werle, a., murphy, j., eyen, t., bruegger, d., hornig, g., torkelson, r. " vagus nerve stimulator implantation in children". Archives of otolaryngology - head and neck surgery vol. 128 (nov 2002). 1263-1268.

Event description:
It was reported in a review of a journal article titled vagus nerve stimulator implantation in children, that one patient was admitted 3 months after original implantation because of infection at the generator site. This patient was treated with intravenous oxacillin sodium for 1 week without resolution. The patient then went to the operating room for removal of the generator and debridement of the pocket. Intraoperatively no pus was encountered and a gram stain of the pocket failed to reveal any bacteria. A new generator was placed in the same pocket in the same operative setting. The patient was then sent home with an additional 4 week course of intravenous oxacillin. The patient returned to the operating room for removal of the generator 4 months later because of persistent wound problems. The leads were also removed at this time because of tracking of the infections from the chest wound into the neck. The patient received additional antibiotic therapy and underwent successful re-implantation 6 weeks later.